Manufacturer narrative:
(B)(6) complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to loosening,metallosis, metallic debris, implant wear to shell, and pseudotumor. Revision due to loosening. It was reported the patient stated she underwent a tha on (B)(6)2020. Subsequently, patient is waiting a revision due to failed hardware. The patient stated she has experienced squeaking, popping and slipping of the hip. X-rays have shown the liner appears loose. The patient also stated her hip almost pops out but then pops back in to place, pushing on the pelvis and joint area causing pain, misalignment and hinders the ability to walk.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: a5, b4, b5, b7, d2, d4, g3, g6, h1, h2, h10. Additional information received: product numbers: description: cer bioloxd option hd 40mm 0 item: 650-1058 lot: 3032856 associated product numbers: description: g7 pps ltd acet shell 54f item: 010000664 lot: 6803742 description: bone screw self-tapping 6.5 mm dia. 30 mm length item: 00625006530 lot: j6813932 description: bone screw self-tapping 6.5 mm dia. 25 mm length item: 00625006525 lot: j6817641 description: bone screw self-tapping 6.5 mm dia. 20 mm length item: 00625006520 lot: 64558809 description: cer option type 1 tpr sleve -6 pe 1 item: 650-1064 lot: 3031442 description: tprlc 133 mp t1 pps so 8x101mm item: 51-108080 lot: 6685818 description: g7 longevity high wall 40mm f item: 20124006 lot: 64577165 initial surgeon: craig l. Mcdonald initial hospital: utmb health angleton danbury campus patient age: 55 race: caucasian patient height: 5ft 5in medical history: hx c section, sleep apnea, cardiac problems (mitral valve prolapse), tia hx of anesthetic, complications hip dysplasia, oa. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to loosening. It was reported the patient stated she underwent a tha on (B)(6) 2020. Subsequently, patient is waiting a revision due to failed hardware. The patient stated she has experienced squeaking, popping and slipping of the hip. X-rays have shown the liner appears loose. The patient also stated her hip almost pops out but then pops back in to place, pushing on the pelvis and joint area causing pain, misalignment and hinders the ability to walk.

Manufacturer narrative:
(B)(4). Initial report. The product has not been returned to zimmer biomet for investigation. Associated product information: item#: 51-108080, item name: tprlc 133 mp t1 pps so 8x101mm, lot# unknown. Item# 650-1064, item name cer option type 1 tpr sleve -6 pe 1, lot# unknown. Item# 00625006520, item name bone screw self-tapping 6.5 mm dia. 20 mm length, lot# unknown. Item# 00625006525, item name bone screw self-tapping 6.5 mm dia. 25 mm length / lot# unknown. Item# 00625006530, item name bone screw self-tapping 6.5 mm dia. 30 mm length / lot# unknown. Item# 010000664, item name g7 pps ltd acet shell 54f / lot# unknown. Item# 20124006, item name g7 longevity high wall 40mm f / lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to loosening. It was reported the patient stated she underwent a tha on (B)(6) 2020. Subsequently, patient is waiting a revision due to failed hardware. The patient stated she has experienced squeaking, popping and slipping of the hip. X-rays have shown the liner appears loose. The patient also stated her hip almost pops out but then pops back in to place, pushing on the pelvis and joint area causing pain, misalignment and hinders the ability to walk.